Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the drainage catheter was leaking on the hub (directly where the wire and the closing device of the hub are) with the mac-loc properly closed. As a result, the catheter was removed and replaced with another device.